Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. The reported thrombosis, dissection and occlusion are listed in the proglide instructions for use (IFU), as potential complications associated with the use of suture-mediated closure devices. A conclusive cause for the reported back wall stitch could not be determined. The reported patient effect of thrombosis, dissection and occlusion are known inherent risks of the procedure. The subsequent treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that suture placement in the moderately calcified right common femoral artery was attempted with one proglide device, using the pre-close technique, via a 6f sheath prior to an interventional percutaneous coronary procedure with balloon pump. Hemostasis was achieved with the sutures of the proglide device. Reportedly, the next day the patient had decreased pulses and pain in the right leg. A surgical cut down was performed and the puncture was observed to have been a side wall stick. The suture captured the back wall of the artery and occluded the vessel. The artery was of small caliber. Thrombosis and an intimal dissection were observed. The suture was removed, an endarterectomy and thrombectomy were performed. Hospitalization was extended. There was a clinically significant delay in the procedure or therapy. No additional information was provided.